Manufacturer narrative:
The patient contact aniimas a second time and denied having issues with the pump as reported previously. Please disregard this report.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animus, alleging an issue with the buttons on the keypad. The reporter noted that the buttons were not as responsive. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.